Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2991 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. B61387) for female sterilisation. The patient had a medical history of allergy to antibiotic, elective abortion, weight gain, heavy periods, menarche (at age 13), parity 2, multi gravida and illness. Previously administered products included: . The patient had a family history of hypertension, congestive heart failure and depressive disorder. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2997 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [hiv test] (date unknown): positive [pathology test] on (B)(6) 2022: tissues: uterus, bilateral fallopian tubes final diagnosis uterus and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy: cervix - no diagnostic alteration endometrium - disordered proliferative endometrium myometrium - no diagnostic alteration pallopian tubes - no diagnostic alteration clinical history diagnosis/clinical data: other complications of procedures, not elsewhere classified operative procedure: total laparoscopic hysterectomy, bilateral salpingectomy gross description: there is a metallic coil in the right posterior fundus myometrium measuring 1.5 cm in length and 0.2 m in diameter area. There is second metallic coil measuring 1.5 cm in length and 0.2 cm in diameter that is 1.0 cm in the proximal left fallopian tube and 0.5 cm into the posterior left uterine fundus myometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2991 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. B61387) for female sterilisation. The patient had a medical history of allergy to antibiotic, elective abortion, weight gain, heavy periods, menarche (at age 13), parity 2, multi gravida and illness. Previously administered products included: depo-provera. The patient had a family history of hypertension, congestive heart failure and depressive disorder. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2997 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [hiv test] (date unknown): positive. [Pathology test] on (B)(6) 2022: tissues: uterus, bilateral fallopian tubes. Final diagnosis: uterus and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral. Salpingectomy: cervix : no diagnostic alteration. Endometrium: disordered proliferative endometrium. Myometrium: no diagnostic alteration. Pallopian tubes: no diagnostic alteration. Clinical history: diagnosis/clinical data: other complications of procedures, not elsewhere classified operative procedure: total laparoscopic hysterectomy, bilateral salpingectomy gross description: there is a metallic coil in the right posterior fundus myometrium measuring 1.5 cm in length and 0.2 m in diameter area. There is second metallic coil measuring 1.5 cm in length and 0.2 cm in diameter that is 1.0 cm in the proximal left fallopian tube and 0.5 cm into the posterior left uterine fundus myometrium. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: lot number were added. Pathology report were added. Other relevant history and lab data were added. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.